Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized and had developed a fever and confusion. A non- contrast computerized tomography (CT) scan was performed and it revealed that the patient had intraventricular hemorrhage. Another CT scan of the head with intravenous (IV) contrast was then performed an it highlighted that there was a mass over the right splenium of the corpus callosum with associate mass effect, ring-enhancement and surrounding edema. Neurology was consulted and the patient was treated with kcentra and heparin and warfarin were withheld, until heparin was resumed under a high-risk protocol. It was state that the patient had elevated flows found on the waveforms and it was suspected that the patient¿s vad might have ingested some thrombus which might have contributed to her intracranial bleed. The options regarding the vad thrombus treatment was being discussed and remain difficult due to the patient¿s recent bleed. The vad remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation, investigation completion and corrections. The previous regulatory report had a device code of c76126, the device code is being updated to c62860. Product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported elevated flows event was confirmed via the review of the auto log report which revealed a slight increase in power consumption and estimated flow starting on 10-jul-2020. Alarm log file covering the reported event date was not available for analysis. Information received from the site indicated that in addition to elevated flows, the patient experienced fever and confusion. A non-contrast head computerized tomography (CT) scan revealed an intraventricular hemorrhage. A CT scan of the head with intravenous (IV) contrast revealed a mass over the right splenium of the corpus callosum with associate mass effect, ring-enhancement and surrounding edema. Neurology was consulted and the patient was treated with kcentra. The patient underwent right parietal biopsy which revealed glioblastoma who grade IV tumor. Heparin and warfarin treatments were withheld. Of note, it was reported that the pump thrombus was suspected which might have contributed to the intracranial bleeding. Based on the limited information available, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction and device thrombus are known potential complications associated with the implantation of an vad. Based on risk documentation, multiple factors may have contributed to the reported high-power event including but not limited to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.